Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. Upon inspection by other in-house staff, they noted that the host had some lights on, although there was no display showing the boot or startup screen on the control. The biomedical engineer pressed the power button on the host pc which resolve the reported issue temporarily. The philips remote service engineer (rse) reviewed the logs and confirmed the host pc failure and suggested for a replacement. The host pc was replaced on another service request. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.